Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 269, 127, 194, 175, 222, 212, 138, 73, 379, 373, and 272 mg/dl. Tests were done within 20 minutes with a difference of 48%. Patient did not experience any adverse events. No further info has been reported.